Event description:
There was no adverse event. The customer reported a 2.8 degree error in the gantry scale software readout. The software display was different from the physical position.

Manufacturer narrative:
Following investigation by the manufacturer it was identified that the tooth belts which transfer motion from the gantry rim to the potentiometers were misaligned. As this issue is a production fault the manufacturer has proposed two corrective actions. The first is additional testing at the supplier to ensure that alignment of these belts is correct prior to shipment to the manufacturer. The second is to highlight the importance of the pre-existing standard operating procedure at the manufacturer to ensure that no misaligned tooth belts are sent to customers. This is the manufacturer's final report.

Manufacturer narrative:
The results of the manufacturer's risk analysis concluded that the risk is in the tolerable region. The xvi acquisition system will see the gantry angles incorrect by 2.8 degrees. Thus the reconstructed data will be 2.8 degrees different from what the plan is. When registration is done it will show this difference (as well as patient positioning error). Thus the user will become aware of a disparity. If they correct for this by repositioning the patient, they will effectively negate this error. Igrt will tell the customer to rotate the patient 2.8 degrees as it thinks the patient is 2.8 degrees off. This is converted into a 3d correction and will introduce some positioning error. The magnitude and severity of this is dependent on tumour location. The root cause was found to be a mechanical mis-alignment of the gear wheel which transfers rotary motion of the gantry into electrical read-out. One of the 2 potentiometer gears had slipped by 1 or 2 teeth on its drive belt, and was mis-correlated. In order for the manufacturer to establish the most appropriate corrective action for this issue there is an ongoing investigation into the essential performance of the accuracy of the system. Upon the conclusion of this investigation proposals for a solution to the problem will be investigated. This is the manufacturer's final report.